Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported decreased sound perception with the device. He also reported noise, pain and sensation of electricity with the device. No trauma or accident is known. The patient was treated medically but without improvement.

Manufacturer narrative:
Conclusion: the investigation on the received parts did not show any device malfunction.the damages found during investigation are attributable to explantation surgery. As per received information patient started to complain about not hearing well and suffered from noise and pain from the implant. No further information is available. A root cause determination on the basis of the available information is not possible. This is a final report.

Event description:
The patient reported decreased sound perception with the device. He additionally reported noise, pain and sensation of electricity with the device. No trauma or accident is known.